Event description:
A stent broke into two pieces upon removal following an eswl procedure. Follow up indicated the stent had been in place for approximately one week. Retrieval of the detached segment was uneventful. A second stent was not placed. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Without evaluating the device, co is unable to determine the cause for this event.